Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the surgeon pressed the green button and squeezed the handle just a little bit but the reload pre-fired. The surgeon was no longer able to squeeze the handle and fire the device. Another reload was used to complete the case. There was no patient injury.